Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. As the 3.0x12mm taxus liberte' stent delivery system was advanced over the wire, the stent dislodged from the balloon, outside the touhy. The device did not enter the patient. The device was removed from the wire and the procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.